Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implantation using a large flexnav delivery system (ds). The patient¿s medical history included severe aortic stenosis, valvular heart disease, persistent atrial fibrillation, complete heart block, cardiac arrest, hyperlipidemia, benign prostatic hyperplasia, stage 3b chronic kidney disease, mild persistent asthma, hypothyroidism, anemia, and hypokalemia. A clinic note dated 01 may 2026 documented baseline right bundle branch block (rbbb) and conduction disease, indicating an elevated likelihood of post-tavr pacemaker requirement. Baseline rhythm included atrial fibrillation, rbbb, septal infarct (on or before 01 may 2026), and abnormal ECG with no significant interval change. Pre-procedural findings included a membranous septum length of 3.5 mm and subannular calcification extending 18.9 mm into the interventricular septum. Rapid pacing at 160 bpm was performed, and pre-balloon aortic valvuloplasty (pre-bav) was conducted using a 24 mm true balloon. Post predilation, the patient developed complete atrioventricular block (cavb), and the temporary pacemaker was maintained at a backup rate of 70 bpm. The patient remained hemodynamically stable. A 35 mm navitor vision valve was prepared and delivered per IFU via a large flexnav delivery system through the right femoral approach. The valve was positioned using the cusp overlap view (cov) technique, with appropriate alignment at the annulus and non-coronary cusp. The valve was initially deployed to approximately 80% under controlled positioning, evaluated with angiography and echocardiography, and then fully released under rapid pacing at 120 bpm (5/2 mv), achieving a final implant depth of 6 mm at both the ncc and lcc. Mild paravalvular leak was observed and accepted. Hemodynamic assessment was performed post-implant by advancing the pigtail catheter into the left ventricle and measuring pressures. At procedure completion, the patient remained in atrial fibrillation with complete heart block and junctional escape rhythm. The temporary pacemaker was secured, and the patient left the cath lab with it in place. Hemostasis was achieved using perclose devices and an angioseal closure device. The patient was transferred to cvicu in stable condition. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was discharged on (B)(6) 2026 in stable condition and is reported as alive and discharged. The physician assessed that the event was not related to the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.